Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with unknown blood glucose value. Customer¿s other blood glucose value was over 600 mg/dl to 700 mg/dl. Customer also reported blood at site. Customer stated that she had stopped using insulin pump two years ago. The insulin pump will be returned for analysis.